Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire buckled over in the arterial sheath and caused a dissection as the guidewire was being advanced into the common carotid artery (cca). The cca was surgically repaired and a larger stent was placed to cover the repaired flap in the cca.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire buckled over in the arterial sheath and caused a dissection as the guidewire was being advanced into the common carotid artery (cca). The cca was surgically repaired and a larger stent was placed to cover the repaired flap in the cca.